Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they has been trying to start therapy, but the arctic sun devices just prime and stop. They had tried three different devices already (sn# (B)(6). Had them properly connect the pads to the first device (B)(6). Pressed start and guided to diagnostics: system hours 6256, pump hours 4904, inlet pressure -0.2, circulation pump command 100%, flow rate was 0lpm (stopped). Tried second device (B)(6): system hours 4838, pump hours 3939, inlet pressure was -0.5psi, circulation pump command (cpc) was 100%, flow rate was 0lpm. They had already been troubleshooting for over an hour at this point, so they opted to try a new set of pads (old pads (B)(6). Called back 30 minutes later and confirmed new pads working with flow rate of 3lpm. Quality can call them tomorrow at the number listed to arrange return as they were working charge during the day.